Manufacturer narrative:
Section h4/h5 corrected device manufacture date from 01-nov-2018 to 01-nov-2017.

Event description:
A customer reported error "2144 stc lane seal break failure¿ on the aia-2000 st analyzer. A tosoh technical support specialist (tss) advised the customer to power off and let everything rehome. The customer powered off, and the ready light was blinking but nothing would respond. The customer tried to power the analyzer off and on several times without success. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. Fse verified the seal breaker assembly alignment with sample treatment cup (stc) and reagent test cup (rt) lane, and found that stc alignment was necessary. Fse aligned seal breaker assembly to stc and rt lanes and verified proper cup foil seal breaking. Fse validated the analyzer by running quality control (qc) to verify stc lane seal break operation. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operators manual under appendix 4: error messages states the following: [2144] stc lane seal break failure cause : unable to detect a seal break sensor after performing the seal break operation on the stc lane. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to an alignment problem of the seal breaker assembly.